Event description:
It was reported that a vessel puncture closure of an unspecified vessel was attempted with two proglide devices. Reportedly, both devices failed at step 2 [unspecified deployment failure]. Another unspecified device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device with reported issue referenced is filed under a separate medwatch report number.

Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to deploy was not confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the returned device condition, a conclusive cause could not be determined. The subsequent treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.